Event description:
It was reported that the pump "touchscreen is unresponsive. Buttons are not responding correctly. Patient presses one and a different one will be selected." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.